Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarm went off and the device stopped. No patient harm or injury was reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field service diagnose and the issue was confirmed to be replicated. An error code #118 has been recorded in the fault logs of this iabp unit. Fse replaced the executive processor , drive manifold assembly and solenoid control. The following parts were replaced in accordance with the service manual. After replacing of the parts, the issue was resolved and preventive maintenance including calibration, system functional check, electrical safety test and running test was performed per factory specifications. During the preventive maintenance, battery and muffler were also replaced as consumable parts. Returned for clinical service upon completion.